Event description:
It was reported that the light source exhibited an error b30 (communication error). It is unknown when the issue was found and there is no known procedure information. There was no report of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The issue occurred during preparation for use prior to a unspecified procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The device was evaluated by a field service engineer and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that scope communication error (b30) occurred due to penetration of the liquid inside the output connector. Olympus will continue to monitor field performance for this device.